Event description:
Plate snapped due to application of extra force by surgeon. The case was completed using identical device without any delay or medical intervention.

Manufacturer narrative:
Investigation in progress but not yet complete.